Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a static battery status indicator and longevity time remaining. A field safety notice was emitted, detailing the required troubleshooting to solve this issue. No adverse patient effects were reported. This crt-p remains in service.